Event description:
It was reported by the rep that the surgeon used the pump post op pain management. The patient was discharged. Upon follow up examination surgeondiagnosed the op site to be infected, red and swollen. The patient was treated with antibiotics and made full recovery. The surgeon cannot be 100% certain that infection was caused by the pump, but suspects that this was the case.

Event description:
It was reported by the rep that the surgon used the pump post op pain management. The pt was discharged. Upon follow up examination diagnosed the op site to be infected, red and swollen. The pt was treated with antibiotics and made full recovery. The surgeon can not be 100% certain that infection was caused by the pump, but suspects that this was the case.